Event description:
It was reported that during device change out unrelated to the lead, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced. The patient condition was fine.